Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, this pacemaker was interrogated and found to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device revealed no abnormalities. Review of the device data verified that the device was in boot core as a result of a power reset. After reloading firmware into the device, it was able to function properly and no device failure could be recreated. Analysis was able to confirm the allegation made against this device in the field.